Event description:
A nurse reported that an apparent burn on a tip caused a posterior capsule tear. An anterior vitrectomy was performed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).